Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic patient presented in clinic after receiving a vibratory patient notification. Upon interrogation, the device was found to be in backup vvi. A software download was performed. The patient will continue to be monitored normally.